Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no pt involvement . (B)(4).

Manufacturer narrative:
Further info surrounding the event has been sought. A supplemental MDR report will be sent when the investigation is completed. Ref. (B)(4).